Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device had failed the internal leakage test during the pre-use check (puc). The puc was performed during the preventive maintenance (pm) of the device by our field service engineer. During troubleshooting, the expiratory cassette was replaced, but this did not resolve the puc failure. The inspiratory pipe and the expiratory channel pcb were replaced but this did not resolved the the internal leakage test failure during the puc. Then both pressure transducer printed circuit boards (pcbs) were replaced and the issue was solved and the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No logs were provided. The inspiratory pipe, the expiratory channel pcb, and the pressure transducer pcbs were all returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. All the parts were first separately placed into a reference ventilator for simulated use testing, where they passed multiple pucs. After this, all parts were placed in the same ventilator, and the device passed several pucs. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pucs were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite root cause cannot be established at this moment.

Event description:
Manufacturer's ref: (B)(4).